Manufacturer narrative:
Account isolated the side rails and swapped out the communication cable but the alleged problem remains. Technician suggested that the account replace the universal television board. No further information is available at this time on the repair of this bed.

Event description:
The account alleged that the nurse call function is not working on this bed. Account stated that there were no injuries.